Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was reported that the pericardial effusion requiring pericardiocentesis occurred at an unknown day between the implant of the valve and discharge of the patient thirty-two days later. The specific date was unknown. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis could be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirty-two days following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), late postprocedural complications were observed. A pericardial effusion requiring pericardiocentesis occurred. The event was reported as related to the procedure and the device. No additional adverse patient effects were reported.